Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the pressure sensor on the main circuit board and the error e03 had been logged. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc concluded that the reported phenomenon was attributed to the failure of the pressure sensor mounted on the main circuit board. The exact cause of the failure of the pressure sensor could not be conclusively determined. However, there was the possibility that it was attributed to the aging deterioration because eight years and ten months had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopic surgery procedure, it was found that the indicators on the front panel of the subject device suddenly turned off and the alarm sound was generated. The user cycled the power of the subject device and used it for a while, but the issues occurred again. The user replaced the subject device with another device and completed the intended procedure. There was no report of patient injury associated with the event.